Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump was humming; she clarified that the pump has no vibration, but making a humming sound that she had never heard before. The customer's blood glucose at the time of incident exceeded 400 mg/dl. The customer also mentioned that she received a failed battery test alarm after changing the battery. Troubleshooting was declined for the failed battery test. The customer needed assistance with calibrating the pump so that was discussed. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.